Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred while the pump was being rewound. Customer's blood glucose level was 73 mg/dl. Pump was not dropped or bumped. Pump was not exposed to a MRI or a strong magnetic field. Customer was advised to stay disconnected. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.